Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Additional info: through follow-up the surgeon's name was provided along with the gender and date of birth of the patient. Therefore, the following fields have been updated accordingly. Age/date of birth: (B)(6) 1975. Sex/gender: female. (B)(6). Device evaluation: the explanted lens was received and observed cut in half, most probably to aid in explant. After cleaning with purified water and drying with compressed air to separate the two stuck halves of the lens, the pieces were observed under magnification. No obvious damage or defect could be seen on the haptics. The reported issue could not be confirmed. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no other complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age/date of birth: unknown. Sex/gender: unknown. If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. (B)(4). An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when inserting a intraocular lens (iol) into the patient's eye, the capsule was unable to support the lens. The iol was removed during the same procedure, and an incision enlargement was required. There was no patient injury, and no additional intervention required. Another lens (different model) was implanted as a replacement. The patient is doing fine post-operatively. No additional information was provided to johnson & johnson surgical vision.